Event description:
The event occurred in germany during treatment. It was initially reported that the svo2 parameters were measuring to low. Information received on (B)(6) 2025, that the venous probe reading would significantly deviate from the actual values after one hour of initialization. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was initially reported that the svo2 parameters were measuring to low during treatment. Information received on 2025-09-05, that the venous probe reading would significantly deviate from the actual values after one hour of initialization. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-09-02/17. The venous probe was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the venous probe had sticky residue on the lenses. The venous probe sensor analyzes blood gas values by emitting lights via lenses in different frequencies. The residue on the venous probe lenses can lead to distorted readings of the svo2 values. According to the instruction for use (IFU) of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the IFU, chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The review of the non-conformities has been performed on 2025-08-28 for the period of 2011-06-06 to 2025-08-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-06-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe reading low" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.